Event description:
It was reported that during the right mca (middle cerebral artery) m2 bifurcation wide-neck aneurysm procedure, microcatheter was placed and then delivered the subject stent. During delivery the subject stent got stuck and could not be advanced any more. The subject stent was withdrawn to adjust but the subject stent still got stuck and could not be retracted. The operator then withdrew the microcatheter and subject stent out together and prepared to recapture it back into introducing sheath but during this procedure the subject stent was found fractured. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Event description:
It was reported that during the right mca (middle cerebral artery) m2 bifurcation wide-neck aneurysm procedure, microcatheter was placed and then delivered the subject stent. During delivery the subject stent got stuck and could not be advanced any more. The subject stent was withdrawn to adjust but the subject stent still got stuck and could not be retracted. The operator then withdrew the microcatheter and subject stent out together and prepared to recapture it back into introducing sheath but during this procedure the subject stent was found fractured. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
H4: manufacturing date: added. H3: device evaluated by mfg: updated. D4: expiration date: added. D9: returned to manufacturer on: updated. D9: product available to stryker: updated. Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. There are controls in the manufacturing process to ensure the product met specifications upon release. The device was returned, and the lot number was confirmed with the packaging returned with the device. During visual inspection, the stent delivery wire (sdw) was returned still loaded inside the microcatheter. Once flushed and removed, the sdw was noted to be kinked/bent towards the proximal end. The stent introducer sheath distal tip was intact. The stent was returned in a deployed state and was noted to be broken/fractured. During functional inspection, stent broken/fractured during use was confirmed during visual inspection. Stent difficult/unable to advance or pullback through catheter could not be replicated as the stent was broken/fractured and deployed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that the device was prepared as per the dfu. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was reported to have been set up and maintained throughout the clinical procedure and the patients anatomy was described as 'moderately tortuous'. It was reported that the operator placed a pre-shaped microcatheter to right mca (middle cerebral artery) m2 inferior trunk and then delivered the subject stent. During delivery the stent system got stuck and could not be advanced any more. Withdrew the stent to adjust and the stent still got stuck and could not be retracted. The operator then withdrew the microcatheter and stent system out together and prepared to recaptured it back into introducing sheath but during this procedure the stent was found fractured. The stent was returned for analysis fully deployed. It was no longer loaded on the sdw and the stent was broken into two separate pieces and was also deformed. The sdw was also returned for analysis and was still loaded inside the returned microcatheter. Once removed it was noted that there was a minor kink/bent towards the proximal end of the sdw. The introducer sheath was returned and was undamaged. One possible explanation for the event description and analysis findings is that the introducer sheath was initially set up correctly but subsequently moved proximally prior to stent advancement out of the sheath. This would explain the lack of damage to the sheath tip and also explains the reported resistance encountered when attempting to advance the stent in the microcatheter. Proximal movement of the sheath would result in a gap between the distal end of the sheath and the microcatheter lumen. If this were to occur, it is likely that, during advancement of the stent to transfer it from the sheath into the proximal end of the microcatheter lumen, the stent would partially deploy into this gap. The user will then experience increased resistance while attempting to advance the stent through the microcatheter. The fact that the stent was no longer loaded on the sdw and was fully deployed inside the microcatheter lumen suggests that, rather than attempting to retract the stent, it was instead advanced through the distal tip of the microcatheter. However, it is not clear how the stent experienced damage which resulted in it becoming broken/fragmented without the distal section of the sdw being damaged also. The as reported events of stent difficult / unable to advance or pullback through catheter and stent broken/fractured during use as well as the as analyzed events of stent deployed prematurely during re-traction/resheathing, stent broken/fractured during use, stent deformed and sdw kinked/bent will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was reported to have been used in accordance with the dfu, but performance was limited due to procedural factors during use.